Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected failed battery test alarm noted. However, replace battery alarm, replace battery now alarm, power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board 1). After disconnecting and reconnecting the internal battery connector at electronic board 1. Pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test, replace batter now and power loss alarm. The customer's blood glucose was unknown at the time of incident. The customer reported the battery has died several times in a couple hours. The customer uses lithium batteries and the cap has no damage, however issues have been going on for months. Troubleshooting has been done and the power loss alarm recurred. The customer declined troubleshooting on the other alarms. The customer was advised the insulin pump will be returned for analysis.